Event description:
Distributor reported that they had received a report from the user facility that an order was issued to manually resuscitate a pt experiencing respiratory depression due to drugs received. Respiratory therapist reported that she was unable to deliver a breath to the pt because the valve inside the bag was not opening. Another device was immediately secured, and the pt was successfully resuscitated.